Event description:
The company representative on behalf of the customer reported clogging of the cleaning brush inside the evis lucera gastrointestinal videoscope. There were no reports of patient harm associated with the event. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
During evaluation of the returned device, olympus staff identified and confirmed the customer allegation. Due to clogging of channel tube, forceps cannot be inserted. The device was cleaned, disinfected, and sterilized before requesting repair. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on bending section cover had a crack and white clouded area. Due to clogging of channel tube, suction volume does not meet the standard value. Switch button 1 had a dent. Suction cylinder and grip was shaved. Adhesive around objective lens and light guide lens was peeled. Light guide lens had a crack. The distal end cover had a burn. Connecting tube had a dent, scratch and wrinkled. The coating of the connecting tube was peeled. Due to damage on switch button 1, switch cannot be pressed down smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as no deformation of the device was observed that might result in the retention of foreign material and no additional event or reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use which states: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". ¿inspection of the endoscope¿ ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿ . ¿inspection of the objective lens cleaning function¿ ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Reprocessing survey info: the device was not cleaned, disinfected, and sterilized before being sent to olympus olympus will continue to monitor field performance for this device.